Event description:
The customer reported that the thermogard console ((B)(4)) displayed an air trap alarm message during the treatment and was placed on standby mode. Per the reporter, the saline bag volume dropped to 250ml. The user was instructed by the zoll clinical consultant to check the console and the start-up kit (suk) (lot# unknown) tubing. The saline was noted in the drip tray suggesting the suk leak. The user was guided to replace the suk with the new one to continue the treatment. The suk was replaced, however, the air trap alarm message could not be cleared on the console. During the troubleshooting, the user used ice packs to maintain the targeted temperature. The user switched to a new console that was used to continue the treatment. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint that the thermogard console ((B)(4)) generated an "air trap" alarm was confirmed during functional testing. The root cause was the defective air trap sensor block due to overflow of saline into the air trap chamber, possibly as a result of the leaking start-up kit (suk). During visual inspection of the returned thermogard console, it was noted that the casters were loose and white rollers were observed to be worn. The observed issues are unrelated to the reported complaint, most likely attributed to user mishandling and/or due to normal use of the device. The damaged parts need to be replaced to address the observed issues. The event log showed no significant issues were noted. During functional testing, the thermogard console failed to detect the air trap, thus confirming the reported complaint. The defective air trap sensor block along with the rj45 cable needs to be replaced to remedy the fault. Waiting for customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system with (B)(4).